Event description:
The patient underwent a treatment for pneumonia starting (B)(6) 2015. The treatment involved the use of a compression vest wrapped around the patient¿s thoracic area. Immediately following the treatment, the family noticed underdose symptoms; the patient had a stark increase in his spasticity throughout his whole body. The patient also had a urinary tract infection. The patient¿s caregiver (wife) thought that the pneumonia and urinary tract infection could possibly be related to the increase in spasticity. Attempts to increase the pump dosage to decrease the spasticity were not successful. The managing physician believed the catheter may have been damaged or dislodged during the pneumonia treatment and sent the patient to the surgeon for evaluation. X-rays were done. During the case, surgeon stated that the existing catheter did appear to still be in the intrathecal space; however, there was more resistance than usual when he tried to remove it. He believed that the distal catheter may have been kinked, which would have prevented the patient from getting all of the intended therapy. He replaced the catheter and replaced the pump prophylactically; there were no issues with the pump. The patient status was reported as ¿alive-no injury.¿ the device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend of the patient. It was reported that the vest used for the pneumonia had caused the catheter to move. The patient went into a flutter and had to have a heart ablation. It was reported it was a pump malfunction that caused the flutter and that was the reason they replaced it. It was reported the patient had a heart ablation when they didn¿t need one. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4).